Event description:
During a ptca treatment procedure, the quantum maverick monirail balloon ruptured at 12 atms on the second inflation. The patient was asymptomatic during this event. (The number of atms reached on the initial inflation was 16 atms.) The lesion being treated was a calcified, 90% stenotic lesion in the proximal - mid lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a whisper ls guidewire was a 6 fr wiseguide al1 guide catheter to cross the lesion. An apollo hp 3.5/15 mm balloon catheter was used to predilate the lesion because the ivus cathether was not able to cross. Then, a dissection was discovered, so two cypher 18/3.0 mm stents were deployed, but the stent placement was sub-optimal. The quantum maverick monorail 15/4.0 mm balloon was being used to post-dilate the stents. The initial inflation was to 16 atms (in the distal stent), but the balloon ruptured at 12 atms during the second inflation (in the proximal stent). The quantum maverick monorail balloon was removed and replaced with a maestro 4.0 mm balloon which was inflated to 18 atms to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.